Event description:
It was reported to boston scientific corporation that an advantage fit device was used during a procedure performed on (B)(6) 2013. According to the complainant, during placement of the advantage device within the patient, the arms on either side of the urethra were placed behind the pubic bone, aiming for the ipsilateral shoulder. A cystoscopy was then performed which revealed that the left tvt trocar was inside the bladder on the left side. The foley catheter was then removed, but when removal of the left tvt trocar was attempted, it was unable to be removed; it was stuck inside the bladder. The trocar also could not be straitened out, and an additional cystoscopy revealed there were some strands of what appeared to be the mesh around the end of the trocar. The foley catheter was replaced and a different (laparoscopic) procedure was then concluded prior to removal of the trocar. To remove the trocar, the vaginal incision was extended around the mid-urethra to the edge of the urethra to the left. Cystoscopy was performed again and the trocar was pushed lateral. The edge of the trocar was grabbed with a hemostat and it was pulled out through the vagina. The advantage device was then removed completely from the patient. Cystoscopy revealed that the site was hemostatic. There was a very small tvt trocar injury site on the left side. The vaginal incision was closed with a running locking stitch of 2-0 vicryl and the vagina was packed with kerlix. It was reported that the patient was awake and in good condition when taken to the recovery room following the procedure.

Manufacturer narrative:
(B)(6). Visual evaluation of the returned device found that there was blood and tissue residue on the handle and shaft of the delivery device. The sleeve was stretched below the dilator on one side only. Tool marks were observed on both dilators and the dilator on the stretched sleeve side is stretched at the junction with the sleeve. Evaluation of the returned device could not confirm the reported event. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an advantage fit device was used during a procedure performed on (B)(6) 2013. According to the complainant, during placement of the advantage device within the patient, the arms on either side of the urethra were placed behind the pubic bone, aiming for the ipsilateral shoulder. A cystoscopy was then performed which revealed that the left tvt trocar was inside the bladder on the left side. The foley catheter was then removed, but when removal of the left tvt trocar was attempted, it was unable to be removed; it was stuck inside the bladder. The trocar also could not be straightened out, and an additional cystoscopy revealed there were some strands of what appeared to be the mesh around the end of the trocar. The foley catheter was replaced and a different (laparoscopic) procedure was then concluded prior to removal of the trocar. To remove the trocar, the vaginal incision was extended around the mid-urethra to the edge of the urethra to the left. Cystoscopy was performed again and the trocar was pushed lateral. The edge of the trocar was grabbed with a hemostat and it was pulled out through the vagina. The advantage device was then removed completely from the patient. Cystoscopy revealed that the site was hemostatic. There was a very small tvt trocar injury site on the left side. The vaginal incision was closed with a running locking stitch of 2-0 vicryl and the vagina was packed with kerlix. It was reported that the patient was awake and in good condition when taken to the recovery room following the procedure.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. The patient weighed (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.